Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the customer was attempting to input the transmitter ID, the pump touch screen was unresponsive. Reportedly, the customer was unable select the "abc" button. The customer performed a pump reset and was successfully able to enter transmitter ID. Blood glucose was 236 mg/dl.